Event description:
The product was used during a thorascopic procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
02/19/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to a weak connection of the rotation knob.